Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the (B)(6) customer went to the hospital for ketoacidosis and found the connection between the pump and infusion set leaking. Customer got an infusion and the blood glucose levels went down. A request was made for the return of the device.